Event description:
Additional information received indicated the ipg lasted more than the expected lifetime of the device. As result, the device is not longer reportable.

Manufacturer narrative:
Correction: this device is no longer reportable as it meets the criteria for normal depletion.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, the surgical intervention may occur on a later date.

Manufacturer narrative:
Event date is an estimate.